Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient had an episode of vt that was correctly treated, but had some ineffective therapy as well. Upon review of the episode, undersensing of ventricular events were noted. It was recommended to reprogram the sensitivity settings and to perform dft testing. No new information from the field is available at this time.